Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# va0lcye, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
Additional information received reported that last time they spoke to the patient 6 days ago they were recovering from the reaction and did not seem to have any current issues regarding it. The patient was also getting symptom relief from their implant.

Event description:
It was reported the patient was implanted with their device on (B)(6) 2014 and they used lidocaine which the patient is allergic to and had told them. It was noted the staff had to use steroids to combat the reaction. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.